Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient referred by oncology for suspected fissuring of the PICC on (B)(6) 2025. At the time prior to the IV therapy, the patient presented fluid leakage from the external part of the PICC catheter in place (about 6-7cm had leaked prior to the incident in question and the PICC was medicated 'spiral' under the 3m polyurethane dressing). The staff was present at the time, as pre-infusion flushing was being performed with two 10cc syringes of 0.9% nacl saline. The leakage of liquid occurred exclusively for this type of solution, because the pharmacological infusion was yet to be started. After evaluation with saline solution wash, fissuring proximal to the flaps is confirmed. The PICC is therefore replaced on the guide wire on (B)(6) 2025 to continue oncology therapies. Replaced with another PICC of the same type.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was one 4 fr single lumen powerpicc. An initial visual observation showed use residue on the returned sample and a hard, clear substance on and around the molded joint of the catheter. A microscopic observation revealed multiple circumferential splits and superficial cracks in the catheter tubing between the suture wing and 0 cm depth marker. The edges of the splits and cracks were observed to be rough and uneven, and the surfaces of the splits were observed to be somewhat jagged and granular in texture. The catheter surface was observed to be dull in luster in the area around the damage. The localized damage, the surface features of the catheter material, and the shape and number of circumferential splits suggest the returned catheter was damaged due to chemical degradation which weakened and embrittled the catheter material allowing it to crack, most-likely due to repeated and/or prolonged kinking of the catheter tubing at this location. This complaint will be recorded for future trending and monitoring purposes.